Manufacturer narrative:
A review of the manufacturing documentation associated lot 17535338 revealed no anomalies during the manufacturing and inspection processes. The device was received for evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Event description:
As reported by the physician. The tip of a 5f 110cm 6sh pig tail catheter separated (reported as broke) during a procedure while it was being threaded through the wire. It was replaced with another one to finish the procedure. The length of time the device had been used was 10 minutes. There was no patient injury. The device will be returned for analysis. Two pictures were received with the complaint form. The first picture shows the distal portion of a catheter which is missing the distal tip/brite tip. The second picture can not be evaluated as the received form is cut off.

Manufacturer narrative:
The device was returned and device available for evaluation? Was updated accordingly.   The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that there were no anomalies noted when the device was removed from the package.  There were also no anomalies noted during prep. The device used in the patient.  There was resistance met while advancing the device over the guidewire.  Additional procedural details were requested but were unknown.  Analysis of the device is still pending and will be submitted within 30 days  upon receipt.

Manufacturer narrative:
Please note that the device was received on 9/21/2016 which was indicated on the initial report.  Follow up 3 was not required.  The tip of a 5f 110cm 6sh pig tail catheter separated (reported as broke) during a procedure while it was being threaded through the wire. It was replaced with another one to finish the procedure. The length of time the device had been used was 10 minutes. There was no patient injury. Additional information was received that there were no anomalies noted when the device was removed from the package. There were also no anomalies noted during prep. The device used in the patient. There was resistance met while advancing the device over the guidewire. Additional procedural details were requested but were unknown.   A non-sterile diagnostic cath mb 5f pig 110cm 6sh was received for analysis coiled inside a plastic bag. Per visual analysis, the catheter was received separated at 85.5 cm from hub. The unit was inspected under vision system and separation edges exhibited damages on the body surface of catheter and separation showed elongation characteristics at the separation area. No other anomalies observed. The catheter od (outer diameter) and ID (inner diameter) were measured near to the separation area and results were found within specification. Functional analysis could not be conducted. During pet meeting, the unit was visually inspected and decided to perform a cross section on the separation area in order to confirm or discard a possibility of fuse damage. However, the unit was observed properly fused. No anomalies on fuse were observed. Sem results showed that the separated sections of the outer member presented elongations and frayed edges. These characteristics presented evidence as a product of an application of a tension force that induced the separation. Length wise cut observed on one of the separated sections presented evidence of cutting pattern, this suggests that a sharp tool might had caused the cut. No other issues were noted during the sem analysis.   The reported ¿brite tip/distal tip -separated - during prep¿ was confirmed during analysis of the device. However, the cause of the separated condition found could not be conclusively determined during the analysis. The cause of the separation does not appear to be manufacturing related as evidenced by the elongations and frayed edges conditions observed at the separation area were induced by a tension force. Based on the information provided, procedural and handling factors may have contributed to the issue reported. Neither the product analysis nor the fal analysis results suggest that the reported failure is related to the manufacturing process. Procedural factors and the manipulation of the catheter during the procedure may contributed to the separation found. According to the product instructions for use (IFU), ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Furthermore, if resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm the catheter positioning under high quality fluoroscopic observation.¿ controls are in place to verify the catheters for separation conditions or any damages on the diagnostic catheters; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the diagnostic catheters assembly process operations. Therefore, no corrective and preventive actions will be taken at this time.